Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 547 mg/dl. Cause for bg was unknown. The customer requested a bolus of 14 units to address bg, however, customer alleged that the pump only delivered 8.4 units. Further information regarding the event could not be obtained as the customer declined a follow up call from tandem technical support. The customer reverted to an alternate pump for insulin therapy.